Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 4 months post index procedure, the patient died. The death was classified as a sudden cardiac death. The investigator and sponsor assessed the event as not related to the index device or antiplatelet medication.

Manufacturer narrative:
Cec adjudicated the death as cardiac death and commented that the cause was unknown. If information is provided in the future, a supplemental report will be issued.